Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue likely occurred because when the clip is pressed against the tip of the sheath, the clip may become stuck in the sheath. However, the device was not returned due to being discarded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endo, ther could not be detached from catheter once pulled backward the handle, nurse needed to advance the handle immediately to release the clip. The issue was found during a therapeutic polypectomy closure procedure. There were no reports of patient harm.